Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope plastic distal end cover had foreign objects and jet tube was clogged with that a residual whitish foreign material. There were no reports of patient harm.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1(contact details should be blank, establishment address/telephone details should be blank). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was aside from that it was a residual white material. There was no physical damage to the locations where the foreign material was detected. Hence, the cause of the material remaining could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The instruction manual states the detection method associated with the event in "cf-h185l/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.